Event description:
Report states customer called the hot line to report a complaint: error code 179.

Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Manufacturer narrative:
This supplemental report is submitted to provide final investigation results for the previously reported event involving error code 179 on an mps 3 myocardial protection system (model 5201260, serial (B)(6). The device was returned and investigated. Log data confirmed error codes 179, 185, and 189. The cable cam motor was found to be burnt and was replaced. Additionally, as part of a previously initiated design change, resistors r195, r175, r190, and r193 on the motor driver pca were changed from 619ohmto 430ohm to attenuate the motor drive signal. Root cause was determined to be a heat stressed motor due to the original resistor values. No patient or user adverse event occurred. The device passed post repair functional testing. No further remedial action is required for this unit. A quality alert is not warranted.